Event description:
Reporter indicated that the pt developed an infection following vns therapy system replacement surgery. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.